Event description:
The device was applied to tissue and fired. However, no staples were applied to the rectal stump. The surgeon was required to manually suture to complete the procedure. There were no reported ill-effects to patient.